Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured and leaked at 6 atm. The procedure was completed via an alternate method. There were no patient complications.